Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump failed the motor speed test.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿the product fails motor speed test¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.